Event description:
I have suffered ongoing and sometimes extremely severe pain since the insertion of essure birth control coils in 2008. I now have multiple menstrual cycles in one month, very heavy bleeding, and digestive tract issues, where pain is markedly increased in exact same spot. I can only sleep if I apply pressure to my abdomen over the area. Pain sometimes radiates into my back and hip. Never had a nickel allergy before but seem to now.